Event description:
It was reported that the device was not recognizing that latch is latched or un-latched. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. Conducted incoming performance verification testing and visual inspection. Confirmed customer complaint of ¿not recognizing that latch is latched or un-latched¿. Replaced latch lock mechanism, latch lock flex sensor. Conducted performance verification testing. Passed all tests. Software version installed.